Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, they woke up feeling dizzy. The cgm was displaying a reading of 79 mg/dl. Prioritizing the immediate need to elevate her blood glucose, she did not perform a finger prick, instead went to the kitchen to consume something. However, before she could fully recover, she suddenly collapsed onto the floor, losing consciousness. There was no bg value was taken; however the patient believes that her bg at the that time was lower than her cgm because she fell unconscious. Her husband found her unresponsive and promptly contacted paramedics. The patient has no recollection of the paramedics' actions at her home, only recalling the transport to the hospital. The patient states her memory remained fragmented; she cannot recall the specific medications administered, though she remembers receiving an IV at the hospital. The patient can't remember her finger prick reading taken at the hospital. She remained under observation for a day and was discharged later that same day. At the time of the report, the patient was feeling fine and is stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.